Event description:
The CPAP machine was recalled due to foam particles that could cause cancer. I have reached out docs office, philips, and supplier. No luck on over 6 months to get a replacement. FDA safety report ID# (B)(4).